Manufacturer narrative:
This complaint is unconfirmed. The complaint sample (groshong 4 fr PICC catheter) functioned normally during functional testing. A large amount of loose blood residue was expelled during the eval of this complaint sample; however, it did not interfere with the devices function. No leaks were observed during hydraulic pressurization of the catheter. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. A lot history review (lhr) of revj0100 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that whilst the sister was commencing IV/chemo the arm appeared swollen around the PICC site. The line flushed well and blood return. Some of the infuser bottles were running slowly and increasing pressures which also increased swelling around the exit site. No puncture seen after. Date of initial placement: (B)(6) 2012. Date of removal: (B)(6)2012. Replacement same day and new PICC on opposite arm.